Event description:
The facility reported that the device is not delivering the appropriate amount, found before use. There have been no incident reports filed since the last baxter service event. No additional information.